Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was to be implanted in the common bile duct to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, it was noted that the inner guide catheter was cracked at the distal tip under endoscopic view. The device was removed from the scope, and it was confirmed that the inner guide catheter was chipped. The stent fell into the duodenoscope, and the stent was removed using forceps. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.